Manufacturer narrative:
A replacement device was sent to the customer. The log and rescue files and the device were received at schiller where a technical investigation was completed. Error 26 'hardware failure (dpm)' was observed on the log file on the event date. Schiller has identified that the defibrillator/pacemaker module (dpm) may encounter an issue where communication from the device mainboard and the dpm fails. In this event, the device will halt pacing and an error message will be displayed 'hardware failure (dpm)'. The device was removed from service at schiller. Based on the information available and the testing conducted, the cause of the reported problem was a communication error from the main board to the dpm module, error 26 was observed on the logfile. The reported problem was confirmed. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs) and a clinical expert. It was determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A replacement device was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by a philips field service engineer and schiller (manufacturer) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device would not pace over 20 milliamps before shutting down.

Manufacturer narrative:
Updated evaluation results code grid and component code.

Manufacturer narrative:
Updated evaluation results code grid per investigation results originally reported on MFR#: 3003832357-2023-00680.